Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Incorrect insulin delivery is alleged. The pump indicated that insulin was delivered, and doctor has corrected insulin rate, but the problem was not solved. No adverse event alleged. Product cannot be returned due to custom and legal issues in (B)(6).